Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope probe is damaged, displayed ultrasound image is defective and it lacks. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a phenomenon occurred due to damage to the ultrasound probe, displayed ultrasound image is defective and it lacks. Olympus will continue to monitor field performance for this device.